Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional 510k is as follows: PMA / 510(k)#: d215539.

Event description:
It was reported while using bd phoenix panel nmic-306 that there is false resistance. The following information was provided by the initial reporter: customer is reporting overcalled ertapenem and meropenem with lot 2088037 (related case (B)(6) for same issue, different lot).

Event description:
It was reported while using bd phoenix panel nmic-306 that there is false resistance. The following information was provided by the initial reporter: customer is reporting overcalled ertapenem and meropenem with lot 2088037 (related case (B)(4) for same issue, different lot).

Manufacturer narrative:
H.6 investigation summary. This complaint is not confirmed. This complaint is for discrepant results due to high mic for ertapenem and meropenem when using panel phoenix nmic 306 (449292) batch 2088037. The customer did not provide panel returns, isolates or lab reports for the investigation. The customer later stated that after observing the phoenix ap instrument they noticed irregular movements where the pipette tips were brushing up against tubing, caused from incorrect installation by the end user. After replacing the tubing correctly and cleaning the ap instrument, there were no more occurrences of false resistance or any contamination events. As a result, this complaint is unconfirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, one of which is related to this complaint. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.